Manufacturer narrative:
The ventilator was inspected on site by our service technician. Multiple tests had failed during pre-use check. The pressure transducer pcb and the monitoring pcb was replaced, the ventilator passed puc and was cleared for clinical use. No parts was returned for investigation, device logs were downloaded and available for investigation. The logs confirm the event of multiple tests that had failed. There is no technical error in the log. From the logs, the date of event was found to be (B)(6) 2020. The date of event is updated accordingly. The internal leakage test fails due to that the inspiration pressure is too low, the pressure transducer test points to a faulty pressure transducer that has a gain value that differs more than 8 % from factory setting, the safety valve is open when expected to be closed and the flow test fails due to that no flow is delivered. Our conclusion in this matter is that the faults in the puc were caused by a faulty pressure transducer pcb and a faulty monitoring pcb. Since no goods was returned for investigation, no root cause can be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).